Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported on (B)(6) 2017 from a consumer and a family member/friend regarding a patient with a neurostimulator for no n-malignant pain and complex reg pain syndrome type ii. It was reported that there was an unexpected change. The patient had complex regional pain syndrome (crps) in their legs. The numbers seemed to be adjusting to the setting when they turned stimulation back on. The patient saw the manufacturer representative on the day of the call and turned stimulation on, reprogrammed, and had adaptive stimulation added. There were reported spasms on the day of the call that started about 2 months ago. When stimulation was turned off there was no difference to the leg spasms. Turning the settings to zero and then off and then turning it back on the settings adjust again on its own. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.